Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver a defibrillation shock during a patient event. The customer advised that when attempting to shock the patient, the dispaly of the device went blank and the device did not deliver the shock. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control contacted the customer n order to obtain additional information about both the patient and the event, however the customer was unable to provide any further details.

Manufacturer narrative:
The device was returned for evaluation therefore, section d10 has been updated accordingly with the new information. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio did observe that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation therapy. The therapy pcb assembly was replaced as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The removed therapy pcb assembly was further evaluated, however no issue was observed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver a defibrillation shock during a patient event. The customer advised that when attempting to shock the patient, the display of the device went blank and the device did not deliver the shock. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control contacted the customer n order to obtain additional information about both the patient and the event, however the customer was unable to provide any further details.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver a defibrillation shock during a patient event. The customer advised that when attempting to shock the patient, the display of the device went blank and the device did not deliver the shock. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control contacted the customer n order to obtain additional information about both the patient and the event, however the customer was unable to provide any further details.